Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing related to electromagnetic interference (emi). It was noted that the patient was using a red-light therapy exfoliating device on her face as the time of the inappropriate therapy. At this time, the system remains in service. No adverse patient effects were reported.